Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was reproduced during service. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be an out of specification force sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The occlusion test specification was failed and had an inaccurate pressure reading. The event happened during routine testing at the biomed service department. There was no patient involvement. No additional information is available.